Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that during spine surgery (l3-5 transforaminal lumbar interbody fusion (tlif) a medium contoured crossbar ((B)(4)) was tightened with a torque limiting handle ((B)(4)) attached to a cross connector driver hex tip shaft ((B)(4)). After tightening, the crossbar, the surgeon noticed a thin sliver of metal separated from the crossbar. The crossbar and the sliver of metal were removed from the surgery site. The surgeon replaced the crossbar with a spare device and the surgery was completed with approximately a three minute delay. The patient was unharmed. A routine post-operative x-ray was performed.